Event description:
Subsequent to the initial MDR, additional information was received which indicates that the 2.5 x 18 mm promus stent was removed from the patient anatomy and resistance was felt between the device and the patient anatomy. No additional information has been received.

Event description:
It was reported that during the procedure, the 2.5 x 18 mm promus stent system was advanced into the patient anatomy and was unable to cross to the target lesion. The device was removed with resistance. After removal, the device was evaluated as not safe to re-use. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.